Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in recurrent ventricular tachycardia (vt) and the device was providing appropriate anti-tachycardia pacing (atp) and shocks over several days. There were times where a shock was delivered when the patient was not in an arrhythmia because the shock was committed after a diverted shock. There was an instance where the shock accelerated the patient from a sinus rhythm to a vt. Technical services (ts) discussed programming options with the health care professional (hcp). No additional adverse patient effects were reported. The device remains in service.